Event description:
It was reported that the device intermittently locked-up. The device had a blue screen and none of the buttons on the keypad were functional. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported intermittent failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The root cause of the reported problem was not determined. The system controller and the user interface pcb assemblies were replaced as a preventive measure. The device was subsequently returned to the customer.